Manufacturer narrative:
Fowler, gas spring trip.

Event description:
It was reported by svc report that the fowler would not rise and the pt right side rail was broken. No pt involvement or adverse consequences were reported.